Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0pkjl, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a significant fall out of a handstand posture in yoga class. She landed directly on her spine and pulled the device wire across her lower back. The coil that was placed for safety saved the device and kept the deep spinal wire and the pelvic floor attachment from moving. The device was still in the proper location in the pelvic floor and it was still working. The patient had severe spinal trauma whiplash symptoms but she was able to manage and control most of her pain. Her doctor told her it would be a slow recovery and she needed to rest and take care of her spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.